Manufacturer narrative:
Updated field: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issues within the logs, but were not able to reproduce the issues themselves. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the user that cardiosave intra-aortic balloon pump (iabp) keeps going into gas leak. No patient harmed was reported.